Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that when the usb data cable was plugged into the device that it would shut off by itself. Physio observed normal device operation once the usb data cable was removed. Physio recommended that the customer obtain a replacement cable. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. It was later confirmed that the customer did replace the usb data cable using a cable from their existing inventory. Physio further examined the removed usb data cable and determined that the cause of the reported issue was that the 12-volt line shorts when the cable is physically manipulated.

Event description:
The customer contacted physio-control to report that their device would no longer transmit data. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the unit would power off by itself.